Manufacturer narrative:
(B)(4). The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a genesys hydrothermablation procerva procedure set was used in a hydrothermablation (hta) procedure performed on (B)(6) 2016 with the patient under general anesthesia. According to the complainant, the patient was noted to have a retroverted uterus. During the hysteroscopy phase of the procedure, there were "yellow pieces" noted floating inside the cavity. The physician was uncertain if the uterus was perforated since there was no visible hole identified in the endometrium. However, there was a fluid deficit noted. Due to the appearance of the patients cavity and the loss of fluid, the physician aborted the procedure. The patient's condition at the conclusion of the procedure was reported to be fine.